Event description:
The plaintiff was implanted with an ams perigee graft. It was alleged by the plaintiff's attorney that, "as a result of the implantation of the products, plaintiff suffered debilitating injuries including mesh erosion, hardening, chronic pain and worsening dyspareunia, and recurrent incontinence leading to the need for dangerous and serious vaginal surgery."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.